Event description:
A report was received that the patient's stimulation in the foot slightly exacerbates pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the two old ipgs were explanted and replaced with a new one. There was no device malfunction suspected, it was for better coverage. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description:precision implantable pulse generator (ipg); model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient's stimulation in the foot slightly exacerbates pain. The patient will undergo a revision procedure.